Manufacturer narrative:
The covidien customer service engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all test and operates within the manufacturing specifications. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced an intermittent blank screen. There was no report of patient involvement. The date of the event is unknown.